Event description:
The customer reported that the unit powered down after delivering shock while in use. No adverse patient impact was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit powered down after delivering shock while in use. No adverse patient impact was reported.